Manufacturer narrative:
One opened probe was received, without a tip protector in a tray. The sample was visually inspected and found to be nonconforming with the probe needle bent and orange/brown foreign material on the port face and welded cap. The sample was then functionally tested for actuation and cut. The actuation and cut functionalities of the returned probe was unable to be tested due to the stiffener sleeve and needle move forward when the pedal was pressed. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be severely bent. The inner cutter was observed to be broken at the port. Gouge marks observed at two locations on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation was unable to confirm the reported cut failure due to the stiffener sleeve and needle move forward when the pedal was pressed. The complaint evaluation also indicates the inner cutter was broken at the port and the probe had bent needle/inner cutter. The stiffener sleeve and needle moving forward during testing, the broken inner cutter port and the bent needle/inner cutter could be potential contributor factor of the reported cut failure at the time the event was observed. How and when the stiffener sleeve/needle became loose cannot be determined from this evaluation; however, a manufacturing related issue cannot be ruled out. Also how and when the inner cutter became broken and the needle/inner cutter became bent cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. A non-conformance investigation has been initiated related to stiffener sleeve/needle detachment. No additional actions has been taken as an exact root cause for the broken inner cutter, bent needle and bent inner cutter could not be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the probe cutting failure occurred during surgery. The procedure type was unknown. The surgery was completed after replacing the probe with another one. The condition of aspiration and actuation was unknown. There was no patient harm.